Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4), omsc surmised there was the possibility the reported phenomenon was attributed to the blown fuse due to the electrical short by the ingress of the liquid which was caused that the user dropped the liquid on the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device did not work and the fuse of the subject device had blown at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the power unit failure which might have be caused the subject device could not be turned on. The service department of (B)(4) also found the evidence of the ingress of the liquid into the subject device. There was no patient injury associated with this report.